Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that the bl8000 shut down completely without alarm whilst ventilating a baby. Two nurses heard a popping sound, found the device not ventilating and as the device could not be switched on again the patient was manually ventilated. No injury reported.

Manufacturer narrative:
The reason for the ventilator failure was a malfunction of the power supply. The internal power supply was send for investigation to the manufacturer. The power supply did not work. A fuse was blown as a protected against overheating. The power supply was not investigated further as there is no hint for a systematic failure. The power fail alarm giving component is outside the power supply and was also sent for investigation. The alarm function was available as usual. The piezo was opened to check the reason for the reported alarm failure. It was found that one pin of a transistor was not soldered. This pin lays on the copper pcb track but has, only an unstable electrical contact. This explains that the function of the buzzer was not available during the reported event but afterwards during testing. There is no similar complaint known, were a failure of a power supply was not alarmed. Therefore it is an isolated case.

Event description:
Please see initial report.